Event description:
Customer alleged blood glucose test result of 800 mg/dl on the advantage system. The device should report numeric results in the range of 10-600 mg/dl, with results greater than 600 mg/dl being reported as "hi". The customer reported having no symptoms and did not treat or act on the result. No serious adverse event was reported in connection to the alleged malfunction. The device was discarded by the customer's doctor, replacement product was sent.